Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer's blood glucose ran high and that two sites had failed due to a bent cannula. The blood glucose reading was 400 mg/dl. The customer was treated with a manual injection. The caller was advised on insertion to avoid bent cannulas and declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.